Event description:
This is filed to report thrombus. It was reported that a mitraclip procedure was performed to treat a degenerative mitral regurgitation (mr) with grade of 4. After the clip was advanced to the left atrium, during evaluation of trajectory, a structure was noted on the clip. It is unknown if the structure was thrombus or tissue. The clip was closed and removed. The clip was inspected outside the patient and no structure could be observed. A replacement clip was implanted with no reported issue, reducing mr to grade 1. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported thrombosis. Thrombosis is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no intervention performed to address the thrombosis. There is no indication of a product issue with respect to manufacture, design, or labeling.